Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date of receipt. The complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). Visual examination of the returned device revealed that the cutting wire was broken, bent and blackened. Based on the analysis of the returned device, the cutting wire was broken, bent and blackened. It is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
Boston scientific received an autotome device with no associated information. Evaluation of the device revealed a broken cutting wire. Based on follow-up with the sender, this tome was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cutting wire broke. Reportedly, there was no part of the device detached inside the patient. The procedure was completed with a dreamtome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.